Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the equipment. The system performed as intended. The imaging system passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable.

Event description:
Medtronic received information that the door icon message on the image acquisition system (ias) pendant would not disappear even though the door looked to be closed. It was noted that the door would not close. There was no patient present when this issue was identified. It was indicated the rotor was identified to be misaligned. The rotor was realigned and rotor offset calibration was performed. Conflicting information was provided and it was later indicated no intervention was completed to resolve the alleged issue. Follow-up information is being performed to clarify.